Event description:
Customer reported that the pump screen was making it difficult to use as it timed out quickly, requiring multiple unlocks to operate. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.